Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure for device upgrade to a non-rechargeable ipg. It was noted that the patient was no longer capable of charging and unable to hear the charger while trying to charger ipg. The physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's device was not working. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's device was not working. The patient will undergo a revision procedure.